Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was unable to be downloaded. The device was powered up and alarmed with an error code 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1720 during testing. There was no patient involvement.